Event description:
It was reported that research pathology of an explanted heart found 3 unk xience stents implanted in the mid left anterior descending coronary artery the xience stents showed neoatherosclerosis. The cause of death was noncardiac death. The events occurred 1081 days post stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There was no reported product deficiency and the product was not returned. The reported patient effect of occlusion, as listed in the electronic xience v / xience nano everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The two other xience v devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There was no reported product deficiency and the product was not returned. The reported patient effect of occlusion, as listed in the electronic xience v / xience nano everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The two other xience v devices are being filed under separate medwatch MFR numbers.